Event description:
On (B)(6) 2009, the patient reported that the up and down buttons of the infusion device work intermittently. She noticed the issue one month ago. She stated the infusion device has not been dropped or exposed to water. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.